Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection revealed cuts in the insulation 60mm and 170mm from the terminal pin. Trilumen insulation abrasion was noted through to the rs- lumen approx. 225-235mm from the terminal pin. The abrasion was long and smooth. Due to the location and type of damage it was likely caused by lead-on-lead interaction. However, there is a possibility that this could have been the result of lead-on-can contact.

Event description:
Boston scientific received information that the device produced tones on two occasions. As a result, the patient was brought in for an emergency consultation. Upon interrogation, noise and oversensing were noted on the right ventricular (rv) lead. No asystole or inappropriate shocks were delivered as a result. The noise was present with arm movements and with touching the device through the skin. During the revision procedure, no noise was present while moving the device or pulling on the rv lead. The lead was damaged during the procedure and was explanted. No adverse patient effects were reported.